Event description:
The customer reported that the ventilator went vent inop while in use on patient. There was no patient harm reported. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log history noted a shut down of the unit and failure to successfully restart into ventilation. The service technician performed electrical safety test , high pressure leak test and system leak test and the unit passed all test. The service tech didn't find any problem with the unit. Performance verification testing was completed and tests passed.